Event description:
It was reported that the patient had stimulation in the wrong location. It was noted that multiple reprograming sessions had been done to try to capture the right side coverage for the past two month. It was noted that a lead revision was scheduled for (B)(6) 2013. It was noted that the physician wanted to remove the right tail of the surgical lead and place a percutaneous lead on the right side. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported the patient had a loss of right sided coverage. It was noted the patient had a lead revision on (B)(6) 2013 for the placement of a percutaneous lead. It was further noted the patient did not require hospitalization and the patient recovered without sequelae.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Manufacturer narrative:
Concomitant product: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. It was noted that the patient was not receiving any relief on the right side. It was noted that they did x-rays and suggests that they add another lead. It was noted that the patient received a second lead in (B)(6) but it still had not helped. It was noted that the patient was still in pain. It was noted that right now it did not help when the patient walked. It was noted that the patient could only be on their feet for about 15 minutes before their back hurt. It was noted that the patent believed that their last reprogramming session was around (B)(6) 2013. It was noted that the patient said the health care professional (hcp) was aware.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
Follow up information received reported that revision surgery was successful (manufacturer's device registry showed a new lead was placed). The patient outcome from the procedure reported that they were receiving stimulation to the areas needed. If additional information is received, a follow up report will be sent.